Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's belt clip was broken. The customer also experienced high blood glucose levels of 467 mg/dl. The customer was treated with insulin pump therapy. The customer expressed that she was not feeling well. The customer declined troubleshooting for the high blood glucose because she believed that issue was a missed carbohydrate calculation and just being sick. Advised that two replacement belt clips would be sent. Nothing further reported.